Manufacturer narrative:
H4: the lot was manufactured between june 15, 2023 - june 16, 2023. H11: the actual device and two photographs of the sample were provided for evaluation. The returned photographs were reviewed and could not easily identify a leak based on what is seen in the photographs; however, the product was marked and indicated where a potential leak was located. Visual inspection was performed on the actual sample and a leakage spot was identified and a small pin size puncture hole, or cut or tear was observed on the left side edge of the eva lay-flat film. The actual sample was functionally tested, and a leakage from a small pin size puncture hole, or cut or tear was observed. The reported condition was verified. The cause of the condition was unable to determine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the side of the bag. This was observed during infusion with anticancer drugs. There was no report of patient injury or medical intervention associated with this event. No additional information is available.